Manufacturer narrative:
An event of a complete atrioventricular block (cavb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported cavb could not be conclusively determined; however, it is possible that calcification extending beneath aortic annular plane in the interventricular septum and implant depth could have contributed to the reported cavb. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was implanted in a patient with a final depth of 6-7mm. On an unknown date and year, it was reported that the patient had a permanent pacemaker implanted due to complete heart block. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.